Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leakage at site event on 17-jun-2024. Insertion site was abdomen.blood glucose level was 22 mmol/l. Therefore, patient was treated with IV bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The lot 6003461 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the codeleakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 15 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 9 test on returned samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 25 test on returned samples, 10 samples out 10 samples passed the test. Batch review the lot 6003461 was manufactured according to the document version 14 on the packing process in the machine sl03, on 01-oct-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.